Event description:
The user reports intermittent sound with the device when moving his jaw. Further assessment stated that the user started to experience intermittencies related to head movement (looking side to side and looking down) with the device in (B)(6) 2019. The intermittencies gradually progressed and the user is no longer able to detect any sound with the device. Despite being requested no further information has been received.

Manufacturer narrative:
Additional information: as per received information, the patient experienced intermittent access to sound with the device when moving the head. By time, the device completely stopped working which could be confirmed by testing with stethoscope. No trauma or impact to the device was reported and the recipient perceived similar issues with a previous device which was explanted. Reportedly device positioning is not optimal and is lying under the arm of glasses, which probably leads to chronic movement, resulting in device damage. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
Device investigation revealed damage to the device, which was very likely caused by device minute mobility. As per received information, the patient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. However the reported fact that the patient's glasses are chronically pushing against the demodulator seems to be congruent with the damage found.

Event description:
The user reports intermittent sound with the device when moving his jaw. The intermittencies gradually progressed and the user is no longer able to detect any sound with the device. The audio processor was exchanged but the issue was not resolved. The magnet strength was found to be appropriate and there was no redness or swelling at the implant site. The user was re-implanted with a vorp 503.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports intermittent sound with the device when moving his jaw.